Manufacturer narrative:
Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Pump received with broken reservoir tube lip. Unit received with broken belt clip slot. Unit received with cracked lcd window.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was cracked around the battery compartment. The customer stated that the insulin pump was not bumped or dropped. The customer stated that the drive support cap was not damaged. The customer was unaware of how the damaged occurred. Asked customer to return the insulin pump for analysis.